Event description:
Procedure: lap chole. According to the reporter: the clips were malformed. The surgeon had to clip the vessel again to correct the issue. This resulted in damage to the patient tissue/vessel. The malformed clips were removed from the patient. There was no additional blood loss. There was no additional operating room time.

Manufacturer narrative:
(B)(4)